Event description:
A post-partum patient was inadvertently bolused with intravenous magnesium sulfate. The patient's spouse opened the door and removed the tubing from the pump in an attempt to untangle the tubing so the pt could take a bath. In the bath, the pt became short of breath followed by a syncopal episode and full cardiopulmonary arrest. The pt was resuscitated, transferred to the intensive care unit, and placed on a ventilator. Eventually, the pt was extubated and transferred back to the post-partum floor. The pt was treated for aspiration pneumonia, which the pt sustained during their cardiopulmonary arrest, and was discharged home. Currently, it is not known whether the pt suffered any neurological deficits attributable to the above.